Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
The investigation was made based on the received information. The on-site inspection performed by the field service engineer (fse) confirmed the reported failure volume too large during pre-use check. The inspection revealed a defective air gas module and the fse solved the issue by replacing it. In addition, the battery modules were replaced as they had expired. A set of device logs were provided and evaluated. The reported pre-use check failure could be confirmed. There is no indication of a technical malfunction in the system at the time of the event. The air gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The conclusion is that the cause of the reported issue was a defective air gas module, however the faulty part was scrapped by the customer and has not been returned for further investigation.

Event description:
Manufacturer's ref: #(B)(4).